Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremors and movement disorders. The consumer reported that the patient was having problems recharging their ins. The consumer reported that the recharger will not charge the patient's ins past 75%. No troubleshooting was possible because the consumer reported that they were not with the patient or equipment. The consumer reported that they would have the nursing home where the patient is staying call the manufacturer to troubleshoot the issue. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient was having difficulty charging and poor coupling, with 4 bars or less achieved. It was stated that they had 4 coupling bars last week but for the past 2 days have only had 2 bars. There were no out of box failures or patient symptoms alleged. A replacement insr was sent to the patient. No further complications are anticipated.